Event description:
As reported by the study, during percutaneous coronary intervention (pci), a type a dissection occurred and it was treated with another stent.

Manufacturer narrative:
This patient presented to cardiac cath with stable angina pectoris as the primary indication for intervention and 1-vessel disease was found. ECG stress test was done. Left ventricle ejection fraction (lvef) was >50%. Blood pressure was 126/66. Pre-procedure cardiac enzymes were not done. Pre-procedure medications included aspirin and statins. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on a 90% de novo lesion in the proximal to mid lad and in the 2nd diagonal of 23mm in length in a 3.0mm vessel diameter at a bifurcation requiring double guidewires. The (b2) concentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.0x20mm balloon before a 3.0x28mm cypher select plus stent was deployed at 18 atm with satisfactory results. Post-dilatation was done with a 3.0x20mm balloon at 18 atm due to the bifurcation and because the stent was not fully expanded. A type a dissection occurred proximal to the stent at the site of the overlap of the kissing balloons. The dissection was covered with another cypher, a 3.5x18mm cypher select plus, deployed at 16 atm with satisfactory results. This event was classified as unrelated to the study device and unlikely related to the procedure. Post-dilatation with a final kissing balloon was done due to the bifurcation. It was further noted, proximal dissection occurred after kissing balloon inflation. Overlapping stent placed proximally and dilatation through strut into branch, followed by main branch dilatation. The residual diameter stenosis measured 0%. Pre and post-procedure timi flow was not recorded. Post-procedure ck and troponin were within normal limits at 6-24 hours and 24h-discharge. Ck-mb was not checked. The patient was discharged on the day following the procedure. Post-procedure medications included permanent aspirin, clopidogrel for 12 months and statins. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.